Event description:
Now requiring a cane since the injection [cane user]. Got up in the middle of the night and could not stand on his left leg at all; now requiring a cane since the injection [difficulty in standing]. Knee remains swollen [swelling of l knee]. Knee remains painful [aching (l) knee]. Felt nothing and perhaps a sign that the gel was injected in the wrong location [drug administered at inappropriate site]. Case narrative: initial information received from united states on 03-jan-2022 regarding an unsolicited valid serious case received from the patient. This case involves 70 years old male patient who required a cane since the injection, got up in the middle of the night and could not stand on his left leg at all, knee remains swollen, knee remains painful and felt nothing and perhaps a sign that the gel was injected in the wrong location while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included joint prosthesis user. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml) at a dose of 6 ml once (lot, route - unknown) for osteoarthritis in left knee. The patient did not feel any pressure at all during the injection. He heard from other people too that synvisc-one can be uncomfortable due to the volume of gel injected compared to synvisc. But he always chose synvisc-one because to avoid multiple visits to the doctor. He therefore expects to feel the pressure of the injection. A technician or assistant gave the injection this time instead of his usual physician. He thought it was unusual that he felt nothing and perhaps a sign that the gel was injected in the wrong location (product administered at inappropriate site; onset: (B)(6) 2021; latency: same day). The night after the injection on (B)(6) 2021 after a latency of 1 day, he got up in the middle of the night and could not stand on his left leg at all (dysstasia). He was now requiring a cane since the injection (walking aid user; onset: (B)(6)2021; latency: few days; seriousness: disability), which he did not need prior to the injection. He tried ibuprofen, or anti-inflammatory medication like ibuprofen, and that did not help. The knee remained swollen and painful (arthralgia and joint swelling; onset: (B)(6) 2021; latency: few days). It had improved a little, but not much. Action taken: not applicable for all events. The patient was treated with ibuprofen (ibuprofen) for knee swelling and painful knee. Treatment not reported for other events. Outcome: recovering for arthralgia and joint swelling; unknown for other events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 03-jan-2022 for product synvisc one. Batch number; unknown; sample status: not available. The investigation was in process. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 03-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 11-jan-2021: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and started using cane. Based on the temporal relationship, causal relationship of the device in the occurrence of events cannot be denied. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Now requiring a cane since the injection [cane user]. Got up in the middle of the night and could not stand on his left leg at all; now requiring a cane since the injection [difficulty in standing]. Knee remains swollen [swelling of l knee]. Knee remains painful [aching (l) knee]. Felt nothing and perhaps a sign that the gel was injected in the wrong location [drug administered at inappropriate site]. Case narrative: initial information received from united states on 03-jan-2022 regarding an unsolicited valid serious case received from the patient. This case involves 70 years old male patient who required a cane since the injection, got up in the middle of the night and could not stand on his left leg at all, knee remains swollen, knee remains painful and felt nothing and perhaps a sign that the gel was injected in the wrong location while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included joint prosthesis user. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml) at a dose of 6 ml once (lot, route - unknown) for osteoarthritis in left knee. The patient did not feel any pressure at all during the injection. He heard from other people too that synvisc-one can be uncomfortable due to the volume of gel injected compared to synvisc. But he always chose synvisc-one because to avoid multiple visits to the doctor. He therefore expects to feel the pressure of the injection. A technician or assistant gave the injection this time instead of his usual physician. He thought it was unusual that he felt nothing and perhaps a sign that the gel was injected in the wrong location (product administered at inappropriate site; onset: (B)(6) 2021; latency: same day). The night after the injection on (B)(6) 2021 after a latency of 1 day, he got up in the middle of the night and could not stand on his left leg at all (dysstasia). He was now requiring a cane since the injection (walking aid user; onset: dec-2021; latency: few days; seriousness: disability), which he did not need prior to the injection. He tried ibuprofen, or anti-inflammatory medication like ibuprofen, and that did not help. The knee remained swollen and painful (arthralgia and joint swelling; onset: (B)(6) 2021; latency: few days). It had improved a little, but not much. Action taken: not applicable for all events the patient was treated with ibuprofen (ibuprofen) for knee swelling and painful knee. Treatment not reported for other events outcome: recovering for arthralgia and joint swelling; unknown for other events product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc one. Batch number; unknown sample status: not available the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 14-jan-2022 with summary code as no assessment possible. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 03-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 14-jan-2022 from healthcare professional. Global ptc result added. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2021: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and started using cane. Based on the temporal relationship, causal relationship of the device in the occurrence of events cannot be denied. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Now requiring a cane since the injection [cane user]. Got up in the middle of the night and could not stand on his left leg at all; now requiring a cane since the injection [difficulty in standing] . Knee remains swollen [swelling of l knee] . Knee remains painful [aching (l) knee] . Felt nothing and perhaps a sign that the gel was injected in the wrong location [drug administered at inappropriate site] . Case narrative: initial information received from united states on 03-jan-2022 regarding an unsolicited valid serious case received from the patient. This case involves (B)(6) male patient who required a cane since the injection, got up in the middle of the night and could not stand on his left leg at all, knee remains swollen, knee remains painful and felt nothing and perhaps a sign that the gel was injected in the wrong location while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included joint prosthesis user. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 6 ml) at a dose of 6 ml once (lot, route - unknown) for osteoarthritis in left knee. The patient did not feel any pressure at all during the injection. He heard from other people too that synvisc-one can be uncomfortable due to the volume of gel injected compared to synvisc. But he always chose synvisc-one because to avoid multiple visits to the doctor. He therefore expects to feel the pressure of the injection. A technician or assistant gave the injection this time instead of his usual physician. He thought it was unusual that he felt nothing and perhaps a sign that the gel was injected in the wrong location (product administered at inappropriate site; onset:(B)(6) 2021; latency: same day). The night after the injection on (B)(6) 2021 after a latency of 1 day, he got up in the middle of the night and could not stand on his left leg at all (dysstasia). He was now requiring a cane since the injection (walking aid user; onset: (B)(6) 2021; latency: few days; seriousness: disability), which he did not need prior to the injection. He tried ibuprofen, or anti-inflammatory medication like ibuprofen, and that did not help. The knee remained swollen and painful (arthralgia and joint swelling; onset: (B)(6) 2021; latency: few days). It had improved a little, but not much. Action taken: not applicable for all events. The patient was treated with ibuprofen (ibuprofen) for knee swelling and painful knee. Treatment not reported for other events. Outcome: recovering for arthralgia and joint swelling; unknown for other events. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error.

Manufacturer narrative:
Sanofi company comment dated 11-jan-2021: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and started using cane. Based on the temporal relationship, causal relationship of the device in the occurrence of events cannot be denied. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.